Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a "service required" code was found in the ventilator's error log and the system board was replaced to address the issue. The device in question was returned for preventative maintenance and did not have the system board replaced.